Event description:
It was reported that, "calcar cracked when putting the stem in."

Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.